Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4). Pt2: atrial fibrillation. Medications: coumadin 60 mg/week, aspirin 81mg/day, glucosamine chondroitin 50mg/400mg/day. Pt 3: sick sinus syndrome. Medications: pepcid 20mg/day, toprol 50mg/day.

Event description:
Caller states that during a correlation study, the following coaguchek s/coaguchek xs results were obtained. Patient 1: 1.7 inr/2.3 inr. Patient 2: 1.7 inr/ 2.4 inr. Patient 3: 2.4 inr/3.2 inr. No action taken on device results. No adverse event reported. Requested return of suspect device, however, caller states strips are unavailable for return.